Event description:
It was reported the or cart image of the subject device was dark and unable to obtain different monitor on camera or light issue during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2, h6 and h11. The customer contacted olympus technical assistance support (tac) via phone. First recommendation with no error was to review and verify cabling. Lamp life was at 300. When inquired if issue was on 1 or multiple scopes, he could not confirm. In verification of correct and solid cable connection, the maj-1430 was removed and fond to be what the caller described as "gummy". The user had another cable that was in better condition when inspected. They replaced the "gummy" maj-1430 with the cleaner more acceptable one and the image greatly improved to satisfactory for daily procedures. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.